Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose levels were 600 mg/dl, 578 mg/dl, 111 mg/dl and 378 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer treated it wil the insulin pump and manual shots. The insulin pump was not on auto mode at the time of incident. The insulin pump also received insulin flow block alarm in the past which was resolved by complete set change. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.